Event description:
The customer stated to the field application specialist that they received a questionable gluco-quant glucose/hk (glu) result for one patient on their d-module. All testing was performed on the same d- module from a fasting patient sample. The patient's initial glu result was 299 mg/dl and it was reported to the doctor on (B)(6) 2012. The customer reran the sample after the doctor questioned the result because, he did not believe the result correlated with the clinical presentation. On (B)(6) 2012, the repeat result was 87 mg/dl and it was issued as a corrected report. The patient was not treated based on the incorrect result, and there were no adverse events. The glu r1 reagent lot number was 65396401 and the expiration date was 06/30/2013. The glu r2 reagent lot number was 65386001 and the expiration date was 05/31/2013. The field service representative could not find a cause for the event. He checked the system for discrepancies. He performed a precision check on glu using a customer provided pooled serum. The precision check fell within the precision guidelines.

Manufacturer narrative:
A root cause could not be determined with the information provided. The calibration and quality control results did not show a problem, excluding a reagent or application problem. Based upon information provided for investigation,pre-analytical sample handling may have contributed to the event. No adverse events were reported.